Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer's blood glucose was 42 mg/dl and the current blood glucose was 197 mg/dl. Customer treated low blood glucose with food. Customer did not stated any symptoms related to low blood glucose. Customer was using the insulin pump system within 48 hours of reported low blood glucose event. The auto mode feature was not active at the time of incident. No further patient complications were reported. Troubleshooting was performed, the customer will continue the use of device.